Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the system was continuously getting a fault 311. Customer power cycled the system several times but the issue remained. Caller stated they had a power surge and a breaker tripped. The procedure was converted to another dv system with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed that the issue occurred prior to the start of the procedure and there was no patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse found error 311 in error logs calling out vision/video data control unit (vdcu). Reprogrammed system to address customer facing error. The system was tested and verified as ready for use. System issues related to error messages/faults can be worked through with troubleshooting measures, such as reviewing logs. Error codes like error 311 are an indication of system state. Errors occur when the system has detected a potential issue, or when it cannot be sure there is no issue and, therefore, the system transitions to a safe error state. This issue can be resolved by reprogramming the system.